Event description:
Carefusion smartsite vialshield 20 mm closed vial access device (#1) failed to completely penetrate the stopper of teva paclitaxel 300 mg/50 ml vial (#2). The vialshield and paclitaxel vial where placed in the connecting apparatus provided by carefusion. The lever was pulled down to activate the connection instructed by carefusion, however, the vialshield failed to completely penetrate the vial stopper. Instead, the vialshield push the vial stopper down into the vial. To minimize exposure to paclitaxel, the hazardous contents of vial were drawn up into a 60 ml syringe and capped with a tevadaptor syringe adaptor hf.